Event description:
It was reported that during a laparoscopic colostomy reversal procedure, the reload would not stay in the jaws. The procedure was completed with the same device, an echelon stapler, using a different reload. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.